Manufacturer narrative:
(B)(4). D10: us157854 m2a-magnum pf cup 54odx48id (B)(6) 157448 m2a-magnum mod hd sz 48mm (B)(6) 139254 m2a-magnum 42-50mm tpr insrt-3 (B)(6). G2: foreign: canada suggested component code: mechanical (g04) stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a hip arthroplasty. Legal counsel is reporting patient has filed an unknown allegation. No revision has been reported at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h4, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.